Manufacturer narrative:
Correction: d6b - date of explant should have been reported as 13 apr 2022, it was previously not reported.

Event description:
It was reported that a implantable cardioverter defibrillator (ICD) inappropriately shocked the patient. The physician elected to explant and replace the ICD. The patient condition was unknown.

Manufacturer narrative:
The reported event of inappropriate therapy could not be confirmed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. Egms were reviewed and the device was found to have behaved according to its programming.